Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect component/device has not been returned for evaluation. No root cause has not been determined yet. This complaint is link to manufacturer's reference number: (B)(4). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the green component of the iflow 200 s was disconnected from main part of the flow sensor happened prior connecting the patient to ventilator. The customer confirmed that there was a delay in connecting while waiting for another flow sensor yet no patient harm was reported. Three (3) out of 10 sensors were defective which confirmed happened into three(3) separate patients.

Manufacturer narrative:
Results of investigation: the suspect component was not returned for investigation. Vyaire medical determined root cause as due to a defective iflow 200 s single-use proximal flow sensor. Most likely the rough handling, the exact root cause is unknown. Initiated iflow sensor replacement and the issue resolved.